Event description:
It was reported that the intra-aortic balloon was used on a pt with severe vascular disease who had just had open heart surgery and was still in the operating room undergoing a procedure to stop excessive bleeding. The pump was operating, but there was no augmentation indicated on the display. The pump was switched off and then on and immediately the tubing filled with blood. The intra-aortic balloon was removed. The pt's prior condition was very poor and she is not expected to recover. This incident had no bearing on the pt's condition.